Event description:
It was reported in a service report that the fowler would not lower manually or electronically. No adverse consequences were reported.

Manufacturer narrative:
Result: bent CPR release bracket, and spring was twisted around clutch.